Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the site to investigate the multiple discordant patient sample test results. The cse found that the waste tubing connected to the input and output ports on the concentrated drain waste pump (cdp) were reversed causing the reaction cuvettes not to be cleaned properly. The cse reversed the port connections to the tubing. The reaction cuvettes were also replaced. The cse returned the system to an operational status. The cause of the multiple discordant patient sample test results was the reversed port connections on the cdp. No further evaluation of this device is required. -

Event description:
On (B)(6) 2018 the customer reported that multiple discordant patient sample test results were obtained on an advia chemistry xpt system. The initial discordant results were reported to the physician(s). The same samples were repeated on an alternate advia chemistry xpt system and corrected test reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the multiple discordant patient sample test results